Event description:
It was reported when using the pyxis medstation es system screen for the fingerprint unexpectedly stopped responding, it then let the nurse in and started global search for theatre pyxis machine then screen went blank. The customer turned off the system and turned it back on, then it displayed the blue screen and warning sign, but they did not have time to read the warning due to an emergency case that needed attention. The customer stated that the reported malfunction caused a delay in patient care, but no patient harm occurred as a result of the event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there might have been some issues with the station database or device memory. A technical support specialist evaluated the device logs and found no errors in event viewer or debug logs. A technical support specialist ran scan on the hard drive and repaired the application and rebooted device to resolve the issue. The system functioned as intended after troubleshooting the device.